Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during an unknown procedure, the clip applier fired cross clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device was disposed of.